Event description:
It was reported that the pump of this artificial urinary sphincter (aus) migrated to the upper side of the scrotum, and the patient was not able to use it comfortably. The pump was removed and repositioned in lower aspect of the scrotum. Two connectors were used to connect the pump to the system. There were no additional patient complications reported.